Event description:
Used cervical-pedicle screw driver to remove pre-existing hardware. It is unclear if the part was used to remove ctl hardware, or another company's. Additionally, it is unknown how long the hardware was implanted. Changes in patient anatomy during fusion can greatly increase the torque required to disassemble the construct. The driver was manufactured in 2015, meaning the failure was likely a result of repeated use and wear. Failure modality of the instrument tip indicated that excessive force was applied. Off-labeled use between mismatched systems is not approved for use under the system IFU. Conditions of hardware and bone interface is unknown. Case is indeterminated. There is not patient harm observed.